Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event related to post-operative care and osteoarthritis. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted on (B)(6) 2020 a patient presented three months after their right knee medial unicompartmental arthroplasty utilizing the ibalance uka. On (B)(6) 2020, the patient fell, landing directly on the medial aspect of their knee. The patient did twist a bit but denies any traumatic pop or instability and reports taking a while to get up after the fall. Ongoing medial and anterior knee pain has slowly been resolving. At twelve weeks post surgery, the pain is slowly but progressively improving, and the knee remains clinically stable, without obvious deformity, discoloration. Some swelling is present. The healthcare provider reported radiographs are reassuring and show all components remain in good position. On (B)(6) 2021 a revision was performed for failure of uka and adjacent compartment osteoarthritis.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.